Event description:
CT scan on friday showed bulging at both l4-5 and l5-s1. Discogram at both l4-5 and l5-s1 shows a herniated disc at both levels. Dr injected 1cc of depo-medrol in each side to see if that would eliminate some of the pain. Bilateral lateral fusion and bilateral posterior fusion, l4 to the sacrum. Bilateral bone stimulator insertion. Bilateral pedicular fixation with the equipment. On 8/15/89 the pt was admitted to the hosp with right upper quadrant pain for 36 hrs duration with a steady aching pain, nausea, anorexia, and repeated emesis. She denied chills but presented with a fever of 101 degrees with mild tenderness in the right upper quadrant, no rebound, and no masses. Workup included abdominal films which were nonspecific, ultrasound of the liver and bile ducts which was normal. She also had a ventilation perfusion scan which demonstrated a low probability for pulmonary embolism. Lab workup initially demonstrated a leukocytosis of 16.4 which returned to normal at 9,000. The sed rate was elevated at 90 mm/hr. The sma-20 was normal except for a glucose of 198 with IV's running. The alkaline phosphatase was 280; gamma-gt 323; sgot 42; sgpt 89. Prothrombin time was normal. The pt ran a febrile course for most of her hospitalization. By her fourth day of hospitalization, she was afebrile without abdominal pain, tolerating a regular diet, and was ready for discharge without rptr ever having clearly determined a diagnosis. Orthopedist and pmd both saw this pt. Their feeling was that the pt's fever was in all likelihood not secondary to a surgical infection in her back. 2/6/90 pt was worried about a bump in her back; it seems to be the stimulator. Dr had x-rays made; the fusion is healing well, so removal of the stimulator has been scheduled.